Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune disorder ('autoimmune diagnosed? Yes') and cholecystectomy ('gall bladder removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), vaginal discharge ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), vaginal infection ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea") and migraine ("migraine"), was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, rash, skin disorder, psychological trauma, bladder disorder, vaginal discharge, vaginal infection, alopecia, fatigue, weight increased, nausea, migraine, hormone level abnormal and cholecystectomy outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, cholecystectomy, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain- dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping). Bleeding: menorrhagia (heavy menstrual bleeding), autoimmune, psych injury, hair loss, fatigue, weight gain, nausea, migraine, hormonal changes. Previously reported essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously reported event " injury nos" was replaced with "dyspareunia" events-"pelvic/ abdominal, dysmenorrhea, menorrhagia, rash/skin condition, autoimmune, psych injury, bladder problems, vaginal, discharge vaginal infection, hair loss, fatigue, weight gain, nausea, migraine, hormonal changes, gall bladder removal", lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), cholecystectomy ('gall bladder removal') and arthritis ('knee inflammation/joint pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ovarian cystectomy, uterine bleeding and cholecystectomy. Previously administered products included for prevent pregnancy: estrogen from 2003 to 2004. Concurrent conditions included paratubal cyst, vaginal haemorrhage and bulky uterus. Concomitant products included docusate sodium (colace) from (B)(6) 2015 to (B)(6) 2016 and ibuprofen since (B)(6) 2018. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), furuncle ("rashes or skin conditions type: boils"), anxiety ("anxiety"), bladder disorder ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), vaginal discharge ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine \ migraines / headaches"), rash ("rashes"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), colitis ("colitis") and vulvovaginal pain ("vaginal pain"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced arthritis (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), menstruation irregular ("irregular menses"), hypoaesthesia ("numbness"), libido decreased ("lower sex drive"), restless legs syndrome ("restless leg") and dyshidrotic eczema ("dyshidrotic eczema") and was found to have white blood cell count increased ("high white blood count"). The patient was treated with surgery (arthroscopy, knee surgery and hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, cholecystectomy, arthritis, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, furuncle, dermatitis allergic, anxiety, bladder disorder, vaginal discharge, vaginal infection, alopecia, fatigue, weight increased, nausea, migraine, rash, bacterial vaginosis, female sexual dysfunction, depression, colitis, vulvovaginal pain, menstruation irregular, white blood cell count increased, hypoaesthesia, libido decreased, restless legs syndrome and dyshidrotic eczema outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthritis, bacterial vaginosis, bladder disorder, cholecystectomy, colitis, depression, dermatitis allergic, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, hypoaesthesia, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, restless legs syndrome, vaginal discharge, vaginal infection, vulvovaginal pain, weight increased and white blood cell count increased to be related to essure. The reporter commented: received treatment for pain- dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping). Bleeding: menorrhagia (heavy menstrual bleeding), autoimmune, psych injury, hair loss, fatigue, weight gain, nausea, migraine, hormonal changes. Previously reported essure insertion date : (B)(6) 2008. In current pfs plaintiff reported for event outcome - most, if not all symptoms- decreased. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: bilateral occlusion. My tubes were closed. Concerning the injuries reported in this case, the following ones were reported via social media : dyshidrotic eczema, restless leg syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : restless leg, dyshidrotic eczema added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune disorder ('autoimmune diagnosed? Yes'), cholecystectomy ('gall bladder removal'), genital haemorrhage ('abnormal bleeding (general)') and arthritis ('knee inflammation') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for prevent pregnancy: estrogen from 2003 to 2004. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), furuncle ("rashes or skin conditions type: boils"), anxiety ("anxiety"), bladder disorder ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), vaginal discharge ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine \ migraines / headaches"), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), colitis ("colitis") and vulvovaginal pain ("vaginal pain"), was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes") and underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection") and arthritis (seriousness criterion medically significant). The patient was treated with surgery (arthroscopy, knee surgery and hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, furuncle, dermatitis allergic, anxiety, bladder disorder, vaginal discharge, vaginal infection, alopecia, fatigue, weight increased, nausea, migraine, hormone level abnormal, cholecystectomy, genital haemorrhage, rash, bacterial vaginosis, female sexual dysfunction, depression, colitis, vulvovaginal pain and arthritis outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthritis, autoimmune disorder, bacterial vaginosis, bladder disorder, cholecystectomy, colitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pain- dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping). Bleeding: menorrhagia (heavy menstrual bleeding), autoimmune, psych injury, hair loss, fatigue, weight gain, nausea, migraine, hormonal changes. Previously reported essure insertion date : (B)(6) 2008. In current pfs plaintiff reported for event outcome - most, if not all symptoms- decreased. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: bilateral occlusion. My tubes were closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received; new events- abnormal bleeding (general), rashes, bacterial vaginosis, apareunia, depression, boils, colitis, vaginal pain, knee inflammation were added & two events were updated from psych injury to anxiety, from rashes or skin conditions to boils. Insertion date, removal date, confirmation test were updated. Event onset date was added. Historical drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)'), cholecystectomy ('gall bladder removal') and arthritis ('knee inflammation/joint pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ovarian cystectomy, uterine bleeding and cholecystectomy. Previously administered products included for prevent pregnancy: estrogen from 2003 to 2004. Concurrent conditions included paratubal cyst, vaginal haemorrhage and bulky uterus. Concomitant products included docusate sodium (colace) from (B)(6) 2015 to (B)(6) 2016 and ibuprofen since (B)(6) 2018. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), furuncle ("rashes or skin conditions type: boils"), anxiety ("anxiety"), bladder disorder ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), vaginal discharge ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), alopecia ("hair loss"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine \ migraines / headaches"), rash ("rashes"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), colitis ("colitis") and vulvovaginal pain ("vaginal pain"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced arthritis (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("bladder/urinary problems: bladder problems, vaginal, discharge vaginal infection"), menstruation irregular ("irregular menses"), hypoaesthesia ("numbness") and loss of libido ("lower sex drive") and was found to have white blood cell count increased ("high white blood count"). The patient was treated with surgery (arthroscopy, knee surgery and hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, cholecystectomy, arthritis, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, furuncle, dermatitis allergic, anxiety, bladder disorder, vaginal discharge, vaginal infection, alopecia, fatigue, weight increased, nausea, migraine, rash, bacterial vaginosis, female sexual dysfunction, depression, colitis, vulvovaginal pain, menstruation irregular, white blood cell count increased, hypoaesthesia and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthritis, bacterial vaginosis, bladder disorder, cholecystectomy, colitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, hypoaesthesia, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal infection, vulvovaginal pain, weight increased and white blood cell count increased to be related to essure. The reporter commented: received treatment for pain- dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping). Bleeding: menorrhagia (heavy menstrual bleeding), autoimmune, psych injury, hair loss, fatigue, weight gain, nausea, migraine, hormonal changes. Previously reported essure insertion date : (B)(6) 2008. In current pfs plaintiff reported for event outcome - most, if not all symptoms- decreased. Current weight 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: bilateral occlusion. My tubes were closed.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received- new events : high white blood count and lower sex drive were added. Autoimmune disorder was updated into numbness, hormonal changes was updated into irregular menses. Reporter and patient demography added. Concomitant drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.